Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign, event occurred in (B)(6). Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the motor speed was low and the unit was out of calibration. The motor, switch, ball bearings, spring seal, needle bearings, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the unit was in need of annual calibration and maintenance. During product evaluation, it was found that the motor speed was low. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available.